Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display became unreadable when the user removed the pump from a pocket to connect a new cgm, and the screen could not be used, indicating a device display failure that prevented reliable insulin delivery and meal announcements. Symptoms included no reported adverse clinical effects. Outcomes included user interruption of insulin therapy and transition to backup therapy. Investigation included review of user-provided photo and case assessment. Investigation of this case revealed a confirmed unreadable screen consistent with a hardware display malfunction. It was concluded that the device experienced a screen failure that rendered safe operation unreliable and replacement was required. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.